Event description:
Pt was placed with voice prosthesis in 2002 with the strap taped to their neck. The next day pt experienced a violent coughing fit. After wiping their stoma, pt noticed the strap and prosthesis were no longer visible. Pt went to the doctor, the doctor saw the strap inside the puncture but pushed the device down into esophagus.